Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor (cgm) bluetooth connectivity issues with the ilet, including sensor reconnecting alerts and pairing failed messages, resulting in cgm signal loss to the ilet while readings were available in the dexcom app; during troubleshooting the user entered a blood glucose value and subsequently observed readings on the pump. User experienced a blood glucose peak of 253 mg/dl with an associated symptoms of polydipsia reported. Outcomes included no health consequences and medical intervention needed. User support included communication and analysis of information provided, confirming an intermittent communication failure consistent with an interoperability problem. Investigation of this case revealed that the issue aligned with intermittent communication failures between devices and implicated the wireless communication pathway, consistent with an antenna-related limitation. It was concluded, based on previously established findings for similar reports, that the cause was an electrical and magnetic communication issue affecting interoperability.